Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 719mg/dl. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula and it was not bent or occluded. Advised the customer to change the entire infusion set and reservoir. The customer believes that she has not been receiving the insulin and she requested having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.